Manufacturer narrative:
Event date is approximate.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that the patient had a loss of therapy. The patient stated nothing was working, and clarified that the implant was supposed to stop them from peeing all over themselves and their whole house smells like urine. The patient stated their device was not doing what it was supposed to do, and it was not working like it was before heart surgery. The patient stated when they put the programmer on the implant it showed they could raise and lower it. The programmer showed the stimulation was off so they turned therapy on at 4.5v on program 1. Originally the patient stated they wanted to try a different program but after turning stimulation on they said they would try that program for a while. The patient was redirected to their healthcare provider if the problem did not resolve. The patient¿s heart surgery was noted to be possibly related to the device issue through emi and it occurred around the first of the year. No further complications were reported.